Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture was positive for growth of the bacteria staphylococcus which is known to live on human skin and is commonly linked to peritonitis caused by a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In additional follow-up, the patient¿s pd nurse clarified the patient was not hospitalized. The nurse stated that on (B)(6) 2024 the patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained which grew the bacteria coagulase negative staphylococcus. The nurse stated the patient was treated with antibiotics using vancomycin (dose not provided) and tazicef (dose not provided) intraperitoneal on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid in relation to this event. It was stated the peritonitis may have been due to a breach in aseptic technique during pd therapy.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In additional follow-up, the patient¿s pd nurse clarified the patient was not hospitalized. The nurse stated that on (B)(6) 2024 the patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained which grew the bacteria coagulase negative staphylococcus. The nurse stated the patient was treated with antibiotics using vancomycin (dose not provided) and tazicef (dose not provided) intraperitoneal on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid in relation to this event. It was stated the peritonitis may have been due to a breach in aseptic technique during pd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.